Manufacturer narrative:
Section a - no patient information was provided. Section d4 - all device information provided was included. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the implant that the surgeon modified the outflow graft bend relief using a 4-millimeter (mm) punch. The bend relief started to tear away while modifying. The surgeon was concerned this could pose a risk to the outflow graft. The surgeon showed this to an abbott rep who agreed and suggested using a new bend relief. The new bend relief was used. The modified bend relief was inspected, and it was noted that the plastic ribbed portion was not actually damaged but because the abbott rep recommended the new bend relief it was requested that a replacement bend relief be provided under warranty.

Manufacturer narrative:
Section d6a - date of implant: corrected. Manufacturer's investigation conclusion: evaluation of the returned outflow graft bend relief confirmed the reported damage. No patient impact was reported. Approximately 4¿ of the outflow graft bend relief was returned in like-new condition. Visual inspection of the distal end of the outflow graft bend relief revealed four horizontal tears in the outer ptfe (polytetrafluoroethylene) layer, approximately 1.5", 1.75", 2.25", and 2.75" distal to the outflow graft attachment. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided. The lot number or other identifying information of the outflow graft bend relief was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. X is currently available. Section 5 of this IFU contains instructions for unpacking the sealed outflow graft (5-15) and preparing the sealed outflow graft (5-16). Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.